Event description:
It was reported that a user connected to the ilet administered an external insulin dose by mdi for hyperglycemia symptoms and was advised to disconnect from the ilet for at least two hours to mitigate insulin stacking risk. Symptoms included hyperglycemia. Outcomes included self-treatment without hospitalization or emergency care. Investigation included review of device use patterns and patient-reported history, along with troubleshooting and education on safe operation while using the ilet. Investigation of this case revealed user technique and concurrent external insulin use while connected to the ilet, consistent with insulin stacking risk and not indicative of an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.